Manufacturer narrative:
Product complaint # = (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint (date of implant was unknown). It was reported that there was the revision surgery on (B)(6) 2017 because the liner was worn and the inside of the joint was turned into metallosis. The revision surgery was completed by implanting the aml head 28 (+11) after fixed the 44mm (28mm) marathon by the cement. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.